Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that the patient was doing fine after the procedure. The subject guide wire was returned for evaluation. Its coil wire was elongated from the middle solder located at 70 mm from the proximal middle solder and the underlying inner coil wire was exposed. The exposed coil wire was microscopically observed. It was found that the core wire and twist wire composing the core were fractured at approximately 1mm and 5 mm respectively from the distal end of the inner coil wire. Fracture ends of both core wire and twist wire showed that diameter of each wire was getting smaller towards the fracture end, suggesting that fracture occurred due to tensile stress. The elongated coil wire was also microscopically observed. A ball tip remained attached on the distal wire end and the coil wire remained in one piece. At approximately 5 mm and 7 mm from the tip, the core wire and twist wire were found fractured respectively. Both fracture ends had smaller diameter as seen on the proximal side of fracture, suggesting excess tensile stress led the core to become fractured. By measuring the length of the core, it was concluded that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product's design limit was inadvertently applied on the guide wire while the distal segment of the guide wire was being trapped in between the support catheter and the guide catheter or due to possibly-kinked support catheter, and that stress led the guide wire to fracture. There was no indication of product deficiency; however, it was concluded that this malfunction had a potential to cause or contribute to patient harm if this were to recur. Instructions for use states: - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the physician found something wrong with the subject guide wire during a percutaneous coronary intervention to treat a 75-90% stenosis in the lad #7. The guide wire was advanced to cross the lesion followed by a supporting catheter after a stent was deployed. Unintentionally the guide wire slipped out of the coronary artery so that the physician re-advanced when abnormality of the guide wire was recognized. Leaving the guide catheter as is, the physician attempted to pull the support catheter and the guide wire out of the anatomy; however, the devices were found being trapped and then the physician removed all system from the anatomy. Because the blood flow was reestablished with a deployed stent, the physician determined that there were no adverse patient effects. Thus no additional intervention was taken against the guide wire.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.